Manufacturer narrative:
The reported event of replaced display board file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/24/2015. A review of the device service history record was performed from beginning from the date of manufacture to the present date and indicated that this device has not been returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification 200206153 was opened for the source device. The quality notification was for errors - communication. There was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involved.

Event description:
(B)(4). Replaced display board. Calibrated rate accuracy. Ail sensor ok. Completed pm on alaris 8100 using the computer software, pass. "